Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device referenced is being filed under a separate medwatch report. The device was not returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6fr sheath after a peripheral intervention below the knee procedure. Reportedly, the proglide device was deployed but once removed the knot could not get control of the bleeding. A second proglide device was placed; however, when pushing the plunger it sounded different. When the plunger was removed a cuff miss was noted. The footplate lever moved down and was loose, the footplate did not close and the device became stuck. The lever was pulled back up with no change, the device remained stuck. The patient was transported to another facility via helicopter. A femostop was used to control the bleeding during transportation. Incised the vessel approximately 2 inches and found the device was caught in fiberos subcutaneous tissue. A section of the damaged artery was removed, then the healthy ends anastomosed. Medication was increased and the patient was hospitalized an additional two days. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.